Manufacturer narrative:
Common name: dre dilator, vessel, for percutaneous catheterization. Product code: dre. (B)(4). Investigation. The device was not returned for evaluation. The device lot number was not provided, no photographs were provided, and no other information about the procedure was attached to the complaint; therefore, as such, a full complaint review cannot be performed. However, a review of complaint history was conducted during the investigation. Based on the event report, lead extraction devices were used in a lead extraction procedure in which the patient's blood pressure dropped because of 2 vascular avulsions. The root cause of this complaint is unknown. While the complaint itself was confirmed through the customer's testimony, it is unknown if a cook device caused the vascular tears, or which device caused the event. No indication was given that a device nonconformity or misuse caused this complaint. We will continue to monitor this device.

Event description:
A lead extraction was being performed for 4 leads. Removal of 3 leads was successful. Upon attempt to remove the 4th lead, the lead fractured. This was utilizing the evolution (1820334-2016-00154) via the superior approach. When this occurred, the superior approach was abandoned and the femoral approach was attempted with the needle eye snare (1820334-2016-00153). During this timeframe, the patients blood pressure started to drop. The patient was given epinephrine and possibly other supporting drugs with no success. At that point, a cardiac surgeon was consulted and called into the procedural room and the cardiac surgeon performed a sternotomy. Surgeon found at least 2 vascular avulsions. Surgeon repaired defects/tears. The patient's pressure stabilized. At this point in time the patient was transported to the cardiovascular ICU where it was reported the patient was in stable condition. A section of the device did not remain inside the patient's body. According to the initial reporter, did not require any additional procedures. The last contact with doctor was 5pm on (B)(6) 2016 and the patent was still in the ICU and stable.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A lead extraction was being performed for 4 leads. Removal was of 3 leads was successful. Upon attempt to remove the 4th lead, the lead fractured. This was utilizing the evolution (1820334-2016-00154) via the superior approach. When this occurred, the superior approach was abandoned and the femoral approach was attempted with the needle eye snare (1820334-2016-00153). During this timeframe, the patients blood pressure started to drop. The patient was given epinephrine and possibly other supporting drugs with no success. At that point, a cardiac surgeon was consulted and called into the procedural room and the cardiac surgeon performed a sternotomy. Surgeon found at least 2 vascular avulsions. Surgeon repaired defects/tears. The patient's pressure stabilized. At this point in time the patient was transported to the cardiovascular ICU where it was reported the patient was in stable condition. A section of the device did not remain inside the patient's body. According to the initial reporter, did not require any additional procedures.